Event description:
During an acl surgery with meniscal suturing utilizing a fast-fix 360 curved ndl delivery sys, it was reported that the anchors did not discharge to the outside. There was no delay in the case. There were no reported patient injuries or complications. Additional information received from fastfix survey: portal approach was contralateral and the red area of the meniscus was repaired. The t2 would not deploy and the t1 was removed from the joint.

Manufacturer narrative:
Investigation of the returned device whereby a review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Two fast-fix 360 curved ndl delivery sys devices were returned for evaluation of reported failure mode ¿the anchors did not discharge to the outside¿. Initial visual assessment: devices were returned with sutures/ts deployed from inserters. The inserters actuated as designed. It was noted that t1 is broken at the front eyelet (on both) and that the missing pieces were not returned. The state of the deployed sutures and anchors did not allow functional testing to verify if the complaint mode could be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).